Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1188563, medical device expiration date: 30-apr-2022, device manufacture date: 07-jul-2021. Medical device lot #: 1273346, medical device expiration date: 31-jul-2022, device manufacture date: 30-sep-2021. Medical device lot #: 1298915, medical device expiration date: 31-aug-2022, device manufacture date: 25-oct-2021. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd bactec¿ peds plus¿/ f culture vials (plastic), false positive results were obtained. Confirmatory testing was performed and the results were negative. Erroneous results were not reported out, and there was no patient impact. The following information was provided by the initial reporter: the customer is experiencing occasional measurement failures in the bactec fx instrument (complaint ID (B)(4) and increased false positive vials (complaint ID (B)(4). Upon further investigation, it was found that the customer has many vials with bubbles or air under the sensor. This is visible with almost all bottles they currently have in the lab and multiple lot numbers. Extra work for the lab as affected bottles need to be moved, subcultured, gram-stained and/or incubated. Offline. No patient impact, confirmatory tests are always performed before reporting results to clinicians.

Manufacturer narrative:
H6: investigation summary: customer reported bubbles in the sensor of the bottle and a false positive results. Three out of four photos received showed tiny bubbles in the sensor. Bd was unable to reproduce customer¿s experience with bactec product. Retention samples were visually inspected for with satisfactory results. All retention samples have tiny air bubbles in the sensor. Blood background test was performed for false positive claim with satisfactory results. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history records review for. This complaint should be considered as an educational issue since these tiny air bubbles observed at the bottom and/or side of the sensor is caused by the out gassing of the water vapor during the sensor curing process. The presence of these air bubbles should not have any adverse effect in sensor performance. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported that while testing with the bd bactec¿ peds plus¿/ f culture vials (plastic), false positive results were obtained. Confirmatory testing was performed and the results were negative. Erroneous results were not reported out, and there was no patient impact. The following information was provided by the initial reporter: the customer is experiencing occasional measurement failures in the bactec fx instrument (complaint ID (B)(4)) and increased false positive vials (complaint ID (B)(4)). Upon further investigation, it was found that the customer has many vials with bubbles or air under the sensor. This is visible with almost all bottles they currently have in the lab and multiple lot numbers. Extra work for the lab as affected bottles need to be moved, subcultured, gram-stained and/or incubated offline. No patient impact, confirmatory tests are always performed before reporting results to clinicians.